Event description:
A pt reported experiencing inaccurate erratic results with a otbe meter. The pt's blood glucose results were 28mg/dl, 238mg/dl. Tests were done within <10 mins with a difference of 145%. Pt did not experience any adverse events. No further info has been reported. Note-customer cleaning meter and the technique of applying blood are incorrect.